Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the sorter only removes the cap (the grey cap remains) when using the barricor tubes."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping was observed. 24 retention samples from bd inventory were evaluated by functional testing and the issue of decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping from the photo provided however, bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the sorter only removes the cap (the grey cap remains) when using the barricor tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-16. H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for decapping was observed. Also, 3 contaminated stoppers were received from the customer in support of this complaint and the customer indicated failure mode of decapping was not observed and no defects were observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of decapping was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode decapping from the photo provided however, bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube the stopper was difficult to remove. The following information was provided by the initial reporter. The customer stated: "the sorter only removes the cap (the grey cap remains) when using the barricor tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.